Event description:
Au (B)(6). It was reported that on (B)(6) 2026, three xience prime stents (3.0x38 (x2), 3.5x33) were implanted in the mildly calcified, left anterior tibial artery (ata) for chronic limb threatening ischemia. One 4.0x38 mm xience prime stent and one non-abbott stent were implanted in the left popliteal artery. The sfa was treated with non-abbott devices during this index procedure. The patient continued to have pain and other symptoms post procedure. The patient was transferred to a rehabilitation hospital to manage ischemia and ongoing comorbidities. Ultrasound performed on (B)(6) 2026 noted 100% stenosis in both the ata and the popliteal artery; however, there were collateral blood vessels that brought blood back into the popliteal and it was able to continue downstream. The patient had swelling and cellulitis on the left lower limb. Antibiotics were administered for the cellulitis and the ankle ulcer. The non-target limb had a worsening right ankle ulcer. The patient¿s cognitive condition declined, and the patient had a new diagnosis of dementia. The patient was discharged on (B)(6) 2026 with ongoing ischemia symptoms. The patient's surgical options to treat the stenosis are limited. In the opinion of the physician, the index study treatment failed as there was no distal runoff. The patient is only taking one antiplatelet medication, rather than dual antiplatelet medications, due to a rectal bleed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of occlusion, ischemia and pain are listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The other three devices referenced in b5 are being filed under separate medwatch report numbers.